Manufacturer narrative:
It was reported that the compressor switched to standby mode shortly after being turned on and when being used in connection with the ventilator. Our field service engineer found that it was in standby state for a long time. He replaced the standby valve. After the replacement the compressor worked as expected. No part was returned for investigation despite requests. The received event log from the reportedly connected ventilator did not cover the aware date (date of event unknown) and were consequently of less value for the investigation. A compressor that goes to standby during operation may not deliver enough air to the connected ventilator. If this occurs, alarms for low air supply pressure and high o2 concentration may appear depending on the compressors run/standby duty cycle. If no o2 gas is connected to the ventilator, stop of ventilation may result as a worst case scenario. The conclusion in this matter is that the returned standby valve was defective. As no goods were returned for investigation, the root cause of why the standby valve failed could not be determined.

Event description:
Manufacturer ref. #: 251172.

Event description:
It was reported that the compressor switches to standby mode shortly after being turned on and when being used in connection with the ventilator. There was no patient harm. Manufacturer ref. #: (B)(4).